Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was reported by the distributor ¿our customer has brought to our attention that these two sutures, were breaking when used. Customer states that they have been using this brand for 10 years and this has never happened before.¿ it is unknown if there any patient consequences. The device is not available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows an apparently closed aluminum package with product code j497g. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - how many sutures broke during this one patient event? - please provide the lot number: - please provide the source or name of person providing answers to follow-up questions: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-08778.